Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that there was a revision of right trident constrained liner due to dislocation. Constrained head disassociated with the liner. Head was a competitor product.